Manufacturer narrative:
Evaluation summary: for this complaint file, the final customer lot was identified. For this final lot, thirteen phaco tip components lots were used to make up the final lot. A device history record review for each of the lots was conducted. The final customer lot had no anomaly present based on the device history record review. Five of the component lots had an anomaly that did not contribute to the complaint issue. No anomalies were found during the device history record reviews of the remaining eight component phaco lots. The product was released based on manufacturer acceptance criteria. No additional investigation is required based on the device history record reviews. A visual inspection of the phaco tip was performed using 30x magnification. The bottom of the bevel has been curled back under the bevel forming a lip shape. There was wear on the threads and the back of the flange that indicates the tip has been placed onto a handpiece. The evaluation did confirm the phaco tip bevel was damaged such that it caused a sharp piece of metal on the tip. The reason for the damaged bevel cannot be determined from this evaluation. The two most likely reasons for this damage is either from the tip bevel being hit on a hard surface or from the improper reprocessing of the tip during the manufacturing process.

Event description:
A surgeon reported that an extra piece of sharp metal was discovered on the tip during a cataract surgery. The procedure was successfully completed without any delay or patient impact. Additional information has been requested.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).